Manufacturer narrative:
B5: describe event or problem - additional. D10: device availability - additional. H2: follow-up type - additional / device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. H10: additional manufacture narrative - additional. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11/09/2007 to the present date 10/06/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device failed the pressure disk sensor check. There was no patient involvement. Subsequent to the initial MDR, additional information was received.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported the device failed the pressure disk sensor check. There was no patient involvement.